Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-03201 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during preparation, the capio carrier failed to retract. A second device was used but still encountered the same malfunction. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system device revealed that the carrier extends and retracts freely when actuated. The suture is broken on the blue dilator. The dart is missing, not returned. The remaining suture measures 4.5 cm. There was no damage to the mesh. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-03201 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during preparation, the capio carrier failed to retract. A second device was used but still encountered the same malfunction. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.